Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right side. The 70% stenosed, 2.5x 28mm, eccentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the severely tortuous and moderately calcified left circumflex artery. A 2.50 x 32 synergy drug-eluting stent was advanced, but had difficulties inserting into the lesion. The device was removed and it was noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context, as the product meets the design & manufacture specification, but due to anatomical/procedural factors encountered during the procedure, performance was limited.